Event description:
It was reported that the patient experienced implant site pain. The patient was given vicodin every 4-6 hours as needed for pain. It was stated that the implant moved from side to side with occasional pain. It was also stated that wire could be seen underneath the skin. The issue was stated to resolve without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. (B)(4).